Event description:
A nurse reported there was no illumination available during a procedure. The light source was switched out and the case was completed. There was no pt impact.

Manufacturer narrative:
The facility did not request service; the system is returning for in-house repair. Additional information regarding product evaluation is pending. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).